Manufacturer narrative:
Hoist was returned to gloucester for examination. Two of the three screws which retain the jib to the bsq arm were broken. There was no signs of the paper joint gasket which should have been present. Screws were replaced with the electro-phoretic type & a new paper gasket was fitted. The hoist has now been repaired, it has been load tested & returned. Cause was attributed to maintenance error on part of user. User has been instructed to review the operational and maintenance manual.

Event description:
Pt was sitting on chair of hoist above bath. One moment she was lifted downwards. Two bolts were broken suddenly (on the lifting arm). Pt fell backwards in the water. Small bruises were sustained, not severe.